Event description:
It was reported that the ventilator failed during patient treatment. The ventilator has been sequestered by the hospital and no more information is available at this time. (B)(4).

Manufacturer narrative:
(B)(4).